Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no issue with the philips product. The philips engineer have asked the customer to solve the issue with maintenance from the hospital. The customer has opened the case mistakenly. No further action has been taken from philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that the there was no issue with the philips product. The customer has opened the case mistakenly. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitors did not work. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.